Manufacturer narrative:
Investigation ¿ evaluation. (B)(6) hospital (united states) informed cook on 23sep2021 involving a retracta detachable embolization coil (rpn: mwcer-35-7-4; lot 13738513). It was reported that the coil did not detach from the wire. There were no adverse effects reported to the patient due to this occurrence. A review of the complaint history, device history record, instructions for use (IFU), and quality control procedures, as well as a visual inspection, were conducted during the investigation. One used device was received. Biological matter was present on the device. The delivery wire was intact with no noted damage. The coil was detached and not returned. Additionally, a document-based investigation evaluation was performed. Cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. In response to this incident, cook reviewed the device history record (DHR). The DHR for lot 13738513 records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. The information provided upon review of the dmr, DHR, and the design history file, did not confirm that the device was manufactured out of specification or items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: "instructions for use: 8. If the coil position is correct, use the torque device to turn the delivery wire counterclockwise 8-10 times, until coil detachment can be either felt or visualized under fluoroscopy. How supplied: upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter occupation: district manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a retracta detachable embolization coil did not detach from the wire during a fistula embolization procedure. Over 10 turns were performed in an attempt to detach the coil. Though the coil did not detach, the embolization was successfully completed. There have been no complications to the patient, and no additional procedures completed.